Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the event the patient was lying in bed when they were moaning. The patient´s wife noted something was not right and went to the pharmacy to buy a blood glucose meter. When a fingerstick was taken the blood glucose reading was 224 mg/dl. There was no cgm reading available as the cgm display device was blank and did not show anything. The patient was given a piece of candy, sweets, and orange juice. The patient experienced lightheadedness were confused, and an ambulance was called. When the paramedics took a fingerstick the blood glucose reading was 40 and 50 mg/dl. The paramedics tried to give the patient oral treatment, but as the patient could not swallow, they were given intravenous treatment with d50. The patient was brought to the hospital where the treatment was continued. The patient was discharged on the same day after 4 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.